Event description:
The affiliate reported that the valve did not drain. Another valve was used and there was no patient harm.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did not confirm the problem reported by the customer. The lot number was cnmb07, the serial number was (B)(4), product code 82-3248. The valve is a precision valve with 3 dots. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The catheter was irrigated with purified water; no occlusions were noted. The valve was dried. The valve was leak tested; no leaks were noted. The valve was reflux tested; the valve passed the test. The valve was then pressure tested; the valve passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined as the problem reported by the customer could not be duplicated, the valve functioned correctly. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.